Event description:
Additional information was received from customer which reported that there was no prolonged surgical time related to the event initially reported. The patient was reported to have been in "constant sedation" during the procedure. It was reported there was no patient injury or patient issues related to the procedure or associated sedation. This event was initially conservatively reported as a serious injury due to the procedure being prolonged by 30 minutes or more; however, further follow up from the customer confirmed no prolongation of procedure occurred due to the reported event. There was no patient harm, no serious injury, and no adverse patient effects reported, thus, correcting b1, and b2. B1 should not be marked as an adverse event, b2 should not be marked at all. The f10 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. F10 health effect impact code has been corrected.

Event description:
It was reported the colonovideoscope had leaking water during a colonoscopy procedure, which caused a prolongation of the procedure for greater than or equal to 30 minutes, with patient under sedation. The procedure was completed with the same device. There were no reports of patient or user harm.